Event description:
It was reported the ebf01 was used during an unknown procedure. It was reported by the affiliated there was a cauterization failure. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.48876. Date sent: 10/28/1998. D5,6; h4: info not available, device not returned for analysis.